Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The reported symptom was confirmed and reproduced. The unit was received inoperable due to constant "door not fully latched" messages corresponding with the reported symptom caused by a loose link screw (upper). The screw was adjusted during evaluation with the door performing as expected. The screws were replaced.

Event description:
It was reported that a pump displayed door not latched messages. It was determined that there was no patient involvement.